Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: link in arterial blood line; slashes in venous blood line. Detailed inquiry description: blood lines had a kink in the arterial line below the arterial pod; the venous line had 2 slashed openings when the pct tried to uncoil "welded" lines in the coiled position (when removed from the packaging.)

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and six (6) photos were submitted to the manufacturer for evaluation. Through visual examination, two small cuts were observed below the venous filter. A small kink was observed just below the venous pod. The sample was then leak tested; leakage was noted from the cuts found during visual evaluation. Based on the investigation of the sample and photos, the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Regarding the cut tubing, while the defect was confirmed, an exact root cause could not be determined. During the assembly/packaging process, some type of device, knife or razor that could generate a cut in the material is not handled, and the 100% leak test is carried out on the material during the manufacturer process. A test was carried out to verify the detection of leak in the leak tester and the results show that the machine rejects the set if this has a cut or a leak in the tubing or any other component. Regarding the kinked tubing, the defect is a result of a failure in the assembly process. The packaging operator use different methods when placing the sets in the box. Corrective actions include updating the work instructions to define the standard method to place the sets inside the box and avoid kinked tubing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.